Event description:
Customer reported all collets on the ortho summit sample handling system instrument are forming droplets of diluent outside of tips when pipetting. No error message was generated by the instrument. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found two tip clamps broken and replaced them. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.